Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump displayed a motor controller failure during procedure. There was no report of patient injury.

Manufacturer narrative:
The replaced cable were returned to livanova deutschland for further investigation. During the evaluation the reported issue could be confirmed. As root cause rough handling in combination with wear could be determined.

Event description:
See initial.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a frayed cable at the connector of the mast roller pump. The technician replaced the cable to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A cable was requested back to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.